Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.